Event description:
It was reported that one of the four setscrews was missing from a percutaneous extension that was being used for a stage one implant. Another 3550-05 extension was opened and used. No patient problems were reported.

Manufacturer narrative:
Extension: model 3550-05, serial# unknown, implanted: na, explanted: na.